Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This did not resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - one similar complaint type was found. Investigation for similar complaint#: (B)(4) found no indication that manufacturing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optict split. Claim #(B)(4).